Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the fall affecting the device was unknown. There were no surgical interventions and the high impedances were resolved by programming around the issues.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-aug-2016, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 24-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances on left stn side of the battery at 1, 2, 3 contacts, 0 was in range. The patient complained of falls leading up to the event. They repeated connection multiple times and connected back to the old ins with the same results. Multiple reseats were performed and they would program around the high impedances. The surgeon may perform an extension revision if the patient wished. The issue wasn¿t resolved at the time of the event. No surgical intervention has been planned or occurred.